Event description:
It was reported, the customer was hospitalized for diabetes ketoacidosis. Troubleshooting was performed and settings in the insulin pump appear to be correct. In addition, a fixed prime test was performed and insulin exited.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.